Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex fully covered biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. Post procedure, after a successful placement of the stent, the patient presented with pain. It was then found that the stent was longer than its labeled length. The stent remained implanted and was removed on (B)(6) 2023. Note: a photo of the wallflex biliary stent inside the patient was provided showing that the length of the stent was longer than its labeled length.